Event description:
It was reported that the customer had a cracked display on the insulin pump. The customer blood glucose level was unknown. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Analysis reports the insulin pump had a blank display due to corroded battery tube. We were unable to test the operating currents, low battery alarm, off no power alarm, weak battery alarm due to blank display. The unit had a cracked case at display window corner, minor scratched display window and cracked reservoir tube lip.